Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was no electrode part when the reported sensor was removed from the patient¿s body. Customer's blood glucose level was unknown at the time of incident. The sensor will be returned for analysis.